Event description:
It was reported that at the 6-week post-operative visit, device interrogation showed there were numerous short v-v intervals in the greater than 250 bpm range, suspected to be caused by oversensing of noise. Extensive arm provocation maneuvers were performed as well as pocket manipulation near the device's header; however, this did not elicit any ventricular oversensing. X-rays were taken and did not show an issue with the device setscrew but did show that there was not a lot of slack on the right ventricular (rv) lead. Technical services discussed the episode showing noise on all channels occurred on the day of implant and may have been related to the implant procedure. The local boston scientific sales representative noted there were no other events in the remote monitoring system or provided by the clinician to evaluate at this time. Technical services discussed that without events it would be difficult to determine the cause; however, there could potentially be oversensing of the right atrium, as the shocking coil appears to be near or across the valve. The patient was admitted to the hospital for further evaluation. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Event description:
It was reported that at the 6-week post-operative visit, device interrogation showed there were numerous short v-v intervals in the greater than 250 bpm range, suspected to be caused by oversensing of noise. Extensive arm provocation maneuvers were performed as well as pocket manipulation near the device's header; however, this did not elicit any ventricular oversensing. X-rays were taken and did not show an issue with the device setscrew but did show that there was not a lot of slack on the right ventricular (rv) lead. Technical services discussed the episode showing noise on all channels occurred on the day of implant and may have been related to the implant procedure. The local boston scientific sales representative noted there were no other events in the remote monitoring system or provided by the clinician to evaluate at this time. Technical services discussed that without events it would be difficult to determine the cause; however, there could potentially be oversensing of the right atrium, as the shocking coil appears to be near or across the valve. The patient was admitted to the hospital for further evaluation. No adverse patient effects were reported. The device and rv lead remain implanted and in service. Additional information: this patient underwent surgical intervention to replace the related right ventricular lead. The field representative also noted that review of the diagnostic data from the device and imaging showed there were p-waves present on the shock channel. This was consistent with x-ray appearance of the shock coil at/across tricuspid valve and the tip of the rv lead not at the rv apex of cardiac silhouette, but mid cavity instead. This was consistent with the implant position. The short v-v counts were explained by atrial oversensing on rv lead (i.e. As/vs as a short-coupled vs) although they were not able to reproduce any episodes of this or induce any noise consistent with header/set screw issue. This device remains implanted and in service.

Manufacturer narrative:
This report is being submitted to include the impact code f08: hospitalization or prolonged hospitalization in sections f10 and h6. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.